Event description:
It was reported that the pump's force sensor bridge test alarm will not clear. Per reporter, they already replaced the plunger head and plunger cable, but the alarm will not clear. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the force sensor bridge test can¿t be cleared. There was no repair history found within 12 months. Review of event log found primary audible alarm background test, acu watchdog failure, and force sensor bridge test. Device was repaired by replacing the force sensor. After replacing the force sensor, primary audible alarm background test, and acu watchdog failure errors popped up. Replacing the interconnect board fixed the two issues. The main cause of customer¿s complaint was that the force sensor bridge test can¿t be deleted. After replacing the parts, the pump passed all the testing and is fully operational.